Manufacturer narrative:
The customer's product has been back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer reported receiving error display messages on her blood glucose meter when a test strip was inserted into the port. Additionally, the customer reported having a low blood glucose event and losing consciousness. The paramedics were called, but there was no report of treatment. The customer reported self-treating by eating candy and banana. The customer also reported receiving a reading of 42 mg/dl on an unknown meter. The customer reportedly refused to go to the hospital in the ambulance and decided to take her own transportation. It is unknown the customer 's medical diagnosis and treatment at the hospital. There was no report of death or permanent impairment associated with this event.